Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multifactorial. The handpiece associated with this MDR is as follows: (B)(4).

Event description:
It was reported that during a surgical procedure on the knee that the blade broke. It was also reported that the broken piece was removed using a forceps and the surgeon has no concerns about any pieces being left behind in the patient. It was further reported another blade was readily available and the procedure was completed successfully.